Event description:
It was reported that the "device cuff was noted to be leaking, following insertion of tracheostomy tube." The info received indicated the involved device was size 8dct. There was no reported pt injury and/or change in therapy. The involved device has not been returned to the MFR for eval/investigation as of the date on this report.